Manufacturer narrative:
(B)(4). Batch # r59m7v. Device evaluation summary: the analysis results showed that the cs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer uncut and with the knife recess below the reload deck. In addition, the returned cartridge was noted to have 4 staples stuck in the washer. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due the condition of the device. The reload was not properly loaded in the device, as the retaining pin was not connected to the coupler and pushrod. These facts indicate that the reload was removed and reinserted incorrectly and/or incompletely after the retainer was removed. It should be noted that if the reload is removed from the device, whether the reload is spent or not, and if the staple retainer has already been removed from the reload, the reload cannot be reloaded into the device. Please reference the instructions for use for the complete guide loading and reloading the instrument. Event could not be confirmed as the retaining pin worked as intended. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: what were the indications for surgery? Tarr. What surgical procedure was being performed? Tarr. Did the patient receive any preoperative chemotherapy or radiation? Did the tissue seem thick or wide? Standard. Was the device difficult to close? No. Was the device closed and repositioned multiple times prior to firing? No. Was the device difficult to fire? No. Was the distal transection completed in one or multiple firings? One. Can more information be provided about staple form? Open. Was the stoma planned or performed due to the issues experienced with the device? Yes. Is the stoma temporary or permanent? Temporary. What is the current status of the patient? Alive.

Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Photo evaluation summary: upon visual inspection of five photos, was observed the following: the first and second show a green cartridge reload loaded in the device. Also, the device and cartridge present body fluids. The anvil area seems to have tissue and staples, but the quality of the photos is not clear. The third photo appear to be the anvil area. However, the quality of the photo is not very clear. The fourth and fifth photos show a green cartridge reload loaded in the device. Also, in middle of the anvil area could be observed tissue and malformed staple. Based on the photos reviewed, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What surgical procedure was being performed? Did the patient receive any preoperative chemotherapy or radiation? Did the tissue seem thick or wide? Was the device difficult to close? Was the device closed and repositioned multiple times prior to firing? Was the device difficult to fire? Was the distal transection completed in one or multiple firings? Can more information be provided about staple form? Was the stoma planned or performed due to the issues experienced with the device? Is the stoma temporary or permanent? What is the current status of the patient?

Event description:
It was reported that during an unknown procedure, intraoperatively the staple line opened up again. Clips were not formed correctly. Intraoperatively, a stoma had to be placed. Patient consequences still unclear.